Event description:
It was reported that this malleable device was in a corkscrew shape affecting the patient when urinating due to patient's penis shape. A revision surgery was performed to explant and replace the device with an inflatable penile prosthesis (ipp). No additional patient complications were reported.